Manufacturer narrative:
The device was returned to the manufacturer; however the investigation has not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome would not power on. Additional clinical follow up with the customer indicated that the reported issue was observed during room set-up/pre-procedure testing and there was no pt injury, extended surgical time or medical intervention.